Event description:
In 2009 the patient's wife reported that the patient was hospitalized in 2009 due to a kidney transplant, and she stated that his blood glucose was "all over the place" which she contributed to steroids he was taking. The patient was on an insulin drip while in the hospital and later reconnected to his infusion device. At about 3 weeks later, the patient's wife provided additional information regarding elevated blood glucose. She stated that the patient was released from the hospital after they reported, and in the next day, they found the cannula of the infusion site was bent contributing to elevated blood glucose. At the time of follow up, the patient's wife stated that his blood glucose had "pretty much" returned to normal, 130-150 mg/dl. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.